Manufacturer narrative:
(B)(4). Patient-device incompatibility; no specific performance issue was associated with the device. The only information known is that a local reaction was seen in the patient after the application of the device and evidence of an infection or hypersensitivity was not found. The reaction also has since resolved and the suture was not reported to have required removal.

Event description:
According to the reporter; on (B)(6) 2016 the patient, female, underwent a hip replacement procedure in which the suture device was used. On (B)(6) 2016, drainage of the hip incision occurred significant erythema around the incision was noticed. The patient returned to an ER because of inflammation around the incision but was not feverish and had normal white blood cell count. No evidence of infection was found and a reaction to the suture at the incision site was presumed. The product will not be returned as the suture is still in the patient. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. The patient has since been seen weekly and was last seen on 5/11 and is said to have no immune issues or hyper allergies. It was also provided that a 1-0 polysorb suture was also used for "deeper layers" however no association to this device was made in regard to the symptoms experienced and is considered a concomitant device.

Manufacturer narrative:
Ftr# (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of three photographs of an incident involving device. The initial visual inspection of the instrument by the pmv investigator noted three photos show reddening of the skin around the sutured area. A yellow goo-like substance was also exuding from the suture line area. Unfortunately, based on the evidence available, a potential root cause could not be identified. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.